Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Trial eccentric 10 degree 6 liner was chipped during case. No consequence to patient.

Manufacturer narrative:
An event regarding a fractured trident insert trial was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for inspection. -medical records received and evaluation: not performed as no medical records were provided. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because the device was not returned for investigation. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Trial eccentric 10 degree 6 liner was chipped during case. No consequence to patient.